Manufacturer narrative:
One catheter model 5576 guideliner xl was returned to vsi for evaluation. The catheter shaft was separated from the proximal pushwire at the weld joint. There was no lot number provided for this event, therefore, no manufacturing record review could be completed. The issue was investigated by the manufacturer and attributed to the catheter design. This MDR is being submitted by the manufacturer as part of voluntary remedial action.

Event description:
The 6f guideliner was placed in a cto of right. Tried to get balloon down and could not, wire in guideliner broke off. Everything was removed from patient and patient was fine. No patient impact reported.